Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's lead had moved. Also, patient experienced a burning sensation under his incision line located in the left buttock (patient has 2 device systems) that started yesterday. He had an issue with the patient programmer in that when he used it on one of the devices (not specified), it displayed a "check mark" and "the parameter row with lines". He was re-directed to his healthcare professional. Further information was requested. See manufacturer report # 3004209178201005209.